Event description:
Add'l info rec'd from MFR 7/19/01: this filter remains implanted in the pt. Boston scientific corp did not receive any components of the delivery system back for evaluation. Therefore no failure analysis is available. There have been no design changes or modifications of the device since first marketed that may be related to this event, including any sterilization changes. Trending of this failure mode does not indicate any increase in frequency. Forecast trending specific to this device and particular failure mode is not available.

Event description:
Rptr calling because of concern about the greenfield vena cava filter just found out from dr that it "did not deploy correctly" and the dr's response was "oh well, it should work". Also found out that it could not be removed. Tried to report to the MFR but states, "they would not talk to me". MFR indicated that they do not talk to pts. Rptr's concern is that if the filter fails then there is a risk of clots/embolism and subsequent death. States rptr's research from FDA website shows that 10% of greenfield vena cava filters do not deploy correctly. Questions why FDA would approve with such a failure rate.